Manufacturer narrative:
Concomitant products: product ID 377760, lot# v016552, implanted: (B)(6) 2007, product type lead; product ID 377760, lot# j0546751v, implanted: (B)(6) 2007, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a jolting sensation. The patient also had sporadic stimulation. About 2 months prior, the patient lost stimulation completely; a couple of weeks later (2 weeks), she started getting sporadic stimulation back. The stimulation varied and surges were also reported. This was not associated with any activities or body positions. The patient met with a company representative the day of the report and a power on reset (por) was noted. The patient had not seen any code at the time. An impedance check revealed electrode 3 was greater than 10,000 ohms. The group impedance was 452 ohms. The company representative had not heard again from the patient as of (B)(6) 2014. Additional information was requested regarding interventions and outcome. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).